Manufacturer narrative:
Na.

Event description:
The customer initially complained of a sudden shift in quality controls (qc) and patient samples tested for 25-hydroxyvitamin d (vitamin d). During the troubleshooting for the qc issue, the customer loaded a new vitamin d reagent pack and re-ran qc and received acceptable results. The customer then repeated patient samples with the new reagent pack. The total number of patient samples repeated was not provided. The results for 2 patient samples were erroneous. The erroneous results were reported outside of the laboratory. Patient 1 initial vitamin d result was 22.0 ng/ml. The repeat result was 13.92 ng/ml. Patient 2 (female with date of birth of (B)(6) 1951) initial vitamin d result was 34.1 ng/ml. The repeat result was 19.67 ng/ml. No adverse event occurred. The e601 analyzer serial number was (B)(4). Liquid flow cleaning had last been performed on (B)(6) 2015.

Manufacturer narrative:
Further investigation has determined that an issue with the reagent lot can be excluded because low calibration counts were obtained for 2 different lots. The calibrator lot can also be excluded as the lot has been used before with very good signals. A specific root cause could not be identified.

Manufacturer narrative:
The field service engineer visited the customer site where precision testing was performed. Quality controls (qc) were acceptable and there have been no additional issues with patient samples. Analyzer performance testing was completed in december 2015 during preventive maintenance and it was acceptable. The customer is still complaining of low calibration signals. There have been no additional issues with qc or patient results for vitamin d. The field service engineer went back to the customer site and performed analyzer performance testing. The customer ran calibrations, qc and patient samples with no issues. The device is operating within specification.